Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The case source type was corrected from spontaneous to study. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy pd effluent and epigastric pain. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). It was reported that on the fourth day of treatment, the patient was started on an unspecified intraperitoneal antibiotic for five days (dose and frequency not reported) for the event. At the time of this report, the patient was recovering. Action taken with pd therapy was not reported. No additional information is available.